Manufacturer narrative:
Based on supplier investigation, the device history record review did not indicate any exception that could lead to the reported incident. The average linting data is 0.158g/10pcs. No sample was available for investigation, but photos and a video were provided. Photos showed that blue lint was found on gloves. Video showed a little lint adhered to the gloves after the doctor rubbed the towel. According to supplier, or towel is made of cotton, so cotton fiber is born. Supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process, and cutting process. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/(B)(4)). In the folding process, supplier used one cloth pad under (B)(4) semi-finished products to avoid linting stuck onto the products during product's transfer. From the investigation, there was nothing abnormal during production or in the device history record. Therefore, the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. There is no action taken at this time, but supplier will continue to monitor the trend of this type of incident.

Event description:
Customer reported a concern with the or towels. She stated that when the towels are wet, they shed fibers onto their sterile gloves. She noticed it initially when she was unable to push a wire through a catheter because it was being stopped by the fibers that had flaked off into the bowl that they soak their wires in. She is concerned that more of these fibers could have gotten onto devices or into patients. According to the customer, the procedure may have been an embolization, where groin access was used. There was no injury reported.